Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl with ketones. The cause of elevated bg was unknown. The customer went to the emergency room (ER) to address bg. Bg was treated with intravenous insulin. Reportedly, the customer left emergency room (ER) 5 hours later in stable condition (bg 184 mg/dl).